Event description:
On 14-sep-2023, intuitive surgical, inc. (Isi) received FDA voluntary report with MDR report #mw5145177 stating: "three (3) incidents of a sureform 45 stapler instrument malfunctioning and misfiring and in the last 4 months. Lot #t10221003 ref (B)(4), exp: 10/31/2024. Reference reports: mw5145175, mw5145176."

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the event referencing FDA voluntary report mw5145175. Note: refer to medwatch report (MDR) with patient identifier # (B)(6) for MDR submission of the event referencing FDA voluntary report mw5145176.